Event description:
It was reported to philips that the system was unable to perform x-rays. The user had to perform four reboots to resolve the issue. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.